Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. The cause for the failure was isolated to an open k700 component on the computer/analog board. The root cause for the open k700 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving frequent adjust belt messages.